Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the annual inspection process. The following additional findings were found: air and water and the suction cylinder had no color; switch 1 had a scratch; forceps channel port was shaved; control section had a stain; mount was dirty due to water leakage; base plate was dirty due to water leakage; image guide protector was damaged; air/water tube had foreign objects; distal end had discoloration; light guide lens had a crack; connecting tube had a scratch, due to annual inspection part replacement was required. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the duodenovideoscope, to the olympus service center to perform an annual inspection of the device. Upon inspection and testing of the returned device, it was observed that there was white foreign material found in the air/water tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.